Event description:
It was reported the adaptor migrated which caused an aesthetic disturbance. It was noted no action as required. It was stated the patient was examined about a month prior to report and they discovered that the adaptor had migrated. It was noted the event was considered non-serious and unrelated to the procedure. It was stated the event remained unresolved with no further actions planned. It was stated the patient status at the time of report was alive with no injury. It was noted there were no patient symptoms related to the event. It was further clarified the adaptor migration was near the stimulator. It was stated the aesthetic disturbance was without skin pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the outcome to resolved without sequelae on (B)(6) 2016. No further complications are anticipated.